Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation approximately a month ago after successfully charging their system 2 months ago. In turn, the patient lost weight. Reportedly, the charger and patient programmer would not communicate with the ipg. Troubleshooting was attempted to no avail as the ipg was confirmed inoperable. Surgical intervention was undertaken on (B)(6) 2018 where the ipg was replaced with a new model thus resolving the issue.